Manufacturer narrative:
Concomitant product: bard ventralex st hernia patch, (5950007, lot # huby1569). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for open therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence. Post-operative patient treatment included mesh removal.